Event description:
It was reported pt was unable to adjust stimulation on pt programmer. Pt programmer displayed "call your doctor" icon. A power on reset (por) condition was reported. Programmer displayed info por screen, then switched to a warning por, then back and forth. Add'l info will be provided when it becomes available.

Manufacturer narrative:
(B)(4).